Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The connector pins in the monitor's electrode belt connector were damaged. The root cause for the damaged pins was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor's electrode belt connector was damaged.